Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), depression ("depression"), neuropathy peripheral ("neuropathy"), insomnia ("insomnia") and anxiety ("emotional anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, weight increased, depression, neuropathy peripheral, insomnia and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, insomnia, menorrhagia, neuropathy peripheral, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)- no". The patient's medical history included migraine, numbness in face, numbness in hand, headache, dysuria, fatigue, insomnia, anhedonia, concentration impairment, breast reduction and leiomyoma nos. Concurrent conditions included sleep disturbance, dysphoria, flu, rash, macular rash, menstrual disorder, uterine bleeding, peripheral swelling, inability to lose weight, abnormal weight gain, abdominal pain, syncope, circulatory collapse, blurry vision, anemia, weakness, dyspnea, irregular periods, shortness of breath and acid reflux (oesophageal). Family history included anxiety and depression. Concomitant products included hydroxyzine, lisinopril since (B)(6) 2017, medroxyprogesterone acetate (provera) from (B)(6) 2017 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 4 years 7 months after insertion of essure. In (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced depression ("depression"), neuropathy peripheral ("neuropathy"), insomnia ("insomnia"), anxiety ("emotional anguish") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain and back pain had resolved, the weight increased, neuropathy peripheral, insomnia, migraine, headache, anaemia and fatigue outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, neuropathy peripheral, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013. The tubal ostia were identified and the essure device was placed with 4 trailing coils on the right and 4 trailing coils. Plaintiffs received treatment for pain, abnormal bleeding, pysch injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of the event pain and bleeding was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), depression ("depression"), neuropathy peripheral ("neuropathy"), insomnia ("insomnia") and anxiety ("emotional anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, weight increased, depression, neuropathy peripheral, insomnia and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, insomnia, menorrhagia, neuropathy peripheral, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)- no". The patient's medical history included migraine, numbness in face, numbness in hand, headache, dysuria, fatigue, insomnia, anhedonia, concentration impairment, breast reduction and leiomyoma nos. Concurrent conditions included sleep disturbance, dysphoria, flu, rash, macular rash, menstrual disorder, uterine bleeding, peripheral swelling, inability to lose weight, abnormal weight gain, abdominal pain, syncope, circulatory collapse, blurry vision, anemia, weakness, dyspnea, irregular periods, shortness of breath and acid reflux (oesophageal). Family history included anxiety and depression. Concomitant products included hydroxyzine, lisinopril since (B)(6) 2017, medroxyprogesterone acetate (provera) from (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 4 years 7 months after insertion of essure. In (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced depression ("depression"), neuropathy peripheral ("neuropathy"), insomnia ("insomnia"), anxiety ("emotional anguish") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain and back pain had resolved, the weight increased, neuropathy peripheral, insomnia, migraine, headache, anaemia and fatigue outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, neuropathy peripheral, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013. The tubal ostia were identified and the essure device was placed with 4 trailing coils on the right and 4 trailing coils. Plaintiffs received treatment for pain, abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)- no". The patient's medical history included migraine, numbness in face, numbness in hand, headache, dysuria, fatigue, insomnia, anhedonia, concentration impairment, breast reduction and leiomyoma nos. Concurrent conditions included sleep disturbance, dysphoria, flu, rash, macular rash, menstrual disorder, uterine bleeding, peripheral swelling, inability to lose weight, abnormal weight gain, abdominal pain, syncope, circulatory collapse, blurry vision, anemia, weakness, dyspnea, irregular periods, shortness of breath and acid reflux (oesophageal). Family history included anxiety and depression. Concomitant products included hydroxyzine, lisinopril since (B)(6) 2017, medroxyprogesterone acetate (provera) from (B)(6) 2017 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 4 years 7 months after insertion of essure. In (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced depression ("depression"), neuropathy peripheral ("neuropathy"), insomnia ("insomnia"), anxiety ("emotional anguish") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving, the dysmenorrhoea, weight increased, neuropathy peripheral, insomnia, migraine, headache, anaemia, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, neuropathy peripheral, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013. The tubal ostia were identified and the essure device was placed with 4 trailing coils on the right and 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Events vaginal bleeding, migraines, headaches, blood or heart disorder/condition type: anemia, dyspareunia, fatigue, abdominal pain, lower back pain, essure confirmation test(s)- no added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) no". The patient's medical history included migraine, numbness in face, numbness in hand, headache, dysuria, fatigue, insomnia, anhedonia, concentration impairment, breast reduction and leiomyoma nos. Concurrent conditions included sleep disturbance, dysphoria, flu, rash, macular rash, menstrual disorder, uterine bleeding, peripheral swelling, inability to lose weight, abnormal weight gain, abdominal pain, syncope, circulatory collapse, blurry vision, anemia, weakness, dyspnea, irregular periods, shortness of breath and acid reflux (oesophageal). Family history included anxiety and depression. Concomitant products included hydroxyzine, lisinopril since on (B)(6) 2017, medroxyprogesterone acetate (provera) from on (B)(6) 2017 and paracetamol (acetaminophen) from on (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder / condition type: anemia"), 4 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced depression ("depression"), neuropathy peripheral ("neuropathy"), insomnia ("insomnia"), anxiety ("emotional anguish") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain and back pain had resolved, the weight increased, neuropathy peripheral, insomnia, migraine, headache, anaemia and fatigue outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, neuropathy peripheral, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as on (B)(6)2013. The tubal ostia were identified and the essure device was placed with 4 trailing coils on the right and 4 trailing coils. Plaintiffs received treatment for pain, abnormal bleeding, pysch injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of the event pain and bleeding was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.